Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed functionality testing) has been confirmed. Upon investigation the electrode belt failed incoming testing, specifically the ECG fall off test. The cause for the failure was isolated to an internally shorted u703. The root cause for the shorted component could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.